Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: biomet microfixation 90 degree contra angle driver catalog #: 24-1189 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00095.

Event description:
It was reported the driver that would not release the pin was used on a difficult location on the third rib. The surgeon attempted to release the pin several times, but ultimately had to pull the driver and pin from the bone which resulted in the bone being stripped. The second driver that was used would not turn the screw. There was a delay of approximately 10-15 minutes as another set was opened. The procedure was completed successfully using back-up drivers from another set. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection and functional testing could not be performed due to the parts not being returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00095-1.